Event description:
Reference number (B)(4) event occurred in the unites states. It was reported that patient faced occlusion issue caused by the bent cannula event on (B)(6) 2026. The insertion site was thigh. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.